Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the urine would not drain into the drain bag and was collecting in the drain tube, which caused the patient discomfort. The drain bag tubing had to constantly be manipulated to get the urine to drain into the bag. The tubing was not left with any dependent loops. The drain bag was used with a foley catheter.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the urine collection product ifus are found to be adequate based on past reviews.

Event description:
It was reported that the urine would not drain into the drain bag and was collecting in the drain tube, which caused the patient discomfort. The drain bag tubing had to constantly be manipulated to get the urine to drain into the bag. The tubing was not left with any dependent loops. The drain bag was used with a foley catheter.